Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin (1500mg, discontinued 4 days after the date of event onset, intraperitoneal) and ceftazidime (1500mg, discontinued 4 days after the date of event onset and dose changed to 2g, intraperitoneal in the night cycle, ongoing 14 days after the date of event onset) for peritonitis. Pd therapy was ongoing at the time of treatment. The patient outcome was not reported. No additional information is available.